Event description:
It was reported that the footrest would not latch closed allegedly causing a cut to a patient's leg. It was also reported that the patient was taken to the emergency room for assessment, but no follow up interventions were required. No clinically relevant delay in treatment was reported.

Event description:
It was reported that the footrest would not latch closed allegedly causing a cut to a patient's leg. It was also reported that the patient was taken to the emergency room for assessment, but no follow up interventions were required. No clinically relevant delay in treatment was reported.

Manufacturer narrative:
Investigation is still ongoing; if additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Follow up being submitted as the device evaluation has been performed by the service technician. The technician noted that there was no defect found with the device. The device performed to specification.